Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection-related allegations. The infection allegation could not be confirmed by lab analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported.